Event description:
It was reported that during unpackaging of the 4.0x33mm multi-link 8 stent delivery system (sds), the stent implant dislodged from the balloon during protective sheath removal. There was reportedly no resistance noted during removal of the protective sheath. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another 4.0x33mm multi-link 8 sds was successfully used to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.